Event description:
During a check-out procedure at the manufacturer's service center, a ventilator inoperative condition occurred. The device was not in patient use. The device's blower motor needs to be replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported during a check-out procedure at the manufacturer's service center, a ventilator inoperative condition occurred. The device was not in patient use. The device's blower motor needs to be replaced to address the issue. The blower was returned to the manufacturer's product investigation laboratory and contamination of a foreign substance and black particles were found on the inside of the impeller and on the case cover of the blower.

Manufacturer narrative:
The manufacturer previously reported an issue related to the fsn for sound abatement foam. Upon additional review, based on the serial number of this device, it is not in scope of the sound abatement foam recall.